Event description:
Report received of an overdelivery of zantac. At 4:00pm the pump was programmed to deliver 250ml of zantac, dosage not specified, at a rate of 11ml/hr. The zantac was being infused as a secondary solution. The primary solution and settings were unspecified. At 7:00pm a nurse discovered that the solution had completely infused. The expected delivered amount at that time was 33 ml. The pt's physician was informed and orders were received to hold the zantac infusion until midnight. There were no reports of any adverse pt effects. Though requested, no further information was available.